Event description:
A malfunction, identified as malf 12, was reported by the customer. The customer's blood glucose level exceeded normal levels, displaying as "high," and a corrective injection was administered via multiple daily injections. Technical support assisted the customer by providing information on how to reset the pump and confirmed that the malfunction code did not recur after resetting. The customer understood the instructions and continued to use the pump, with guidance to report if any issues reoccur.